Event description:
During analysis on an explanted lead, an anomaly was observed. The lead assembly was returned for analysis. Scanning electron microscopy images of the positive coil at the first portion of the returned lead, show that pitting or electro-etching conditions have occurred at the cut end of coil. The exact reason for this condition is unknown. An abraded opening was identified on the outer silicone tubing. Further inspection of the lead identified that the inner silicone tubing of both the positive and negative coil is abraded open at this location. Additionally, the lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. No discontinuities were identified within the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Attempts for additional information and recent diagnostics have been unsuccessful to date.a review of in house programming history, revealed that the last available diagnostic results were from 2009. The results at that time, were within normal limits.

Manufacturer narrative:
(B)(4): review of in house programming history.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.